Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported alarms for low o2 concentration could not be duplicated. As a precaution, the nozzle units in the gas modules were replaced but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Provided ventilator logs confirm the reported alarms for low o2 concentration. The alarms are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event date. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref: (B)(4).